Manufacturer narrative:
The reported event was confirmed based on the review of the event log retrieved from the thermogard console (sn (B)(4)); however, the reported event was unable to be reproduced during functional testing performed onsite. A probable root cause was attributed to a defective power cable. Review of the event log revealed an illegal software shutdown on the event date. Functional testing of the console found no issues. The console operated as intended for 3 hours and passed all functional test specifications. As a preventive measure, a strain relief modification was performed to prevent the power cable from being pulled from the power entry module. The console's power cable and left rear bracket were also replaced. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on jun 2012.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm console (s/n: (B)(4)) intermittently powers off on its own during patient use. To resolve the issue, the customer reportedly replaced the power cable; however, the power issue continued. A secondary thermogard xp ivtm console was used to continue and complete patient's temperature management therapy. There was no patient impact or consequences reported.